Manufacturer narrative:
(B)(6).

Event description:
During servicing of this unit the field service engineer (fse) found that the unit is not running on battery. The fse reported that the unit was not in use on patient.